Manufacturer narrative:
This is one of two events (cardiovascular and death) reported for the same pt involving two separate products: associated MDR # 1225714-2013-02941,1225714-2013-02942. 1225714-2013-02943. .

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008, after the use of the product.